Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they that the reservoir had a large air bubble. The customer's blood glucose was 270 mg/dl at the time of incident. The customer's blood glucose was 360 mg/dl at the time of call. The customer stated that they tried to bolus to correct the blood glucose. The customer stated that they were unable to push the air bubble during fixed prime. The customer declined to continue troubleshooting. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.